Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent and unknown spinal procedure. During the surgery while using the trial at c5-6, "the surgeon used the trial to assess the space. As he removed the trial, the main part came away from the handle and stayed in the patient. The surgeon struggled to remove the broken part but did so eventually." No broken fragments were left in the patient and the surgery was completed successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: (B)(4) product analysis observation: visual analysis reveals that the head had broken away from the shaft of the trail. The break occurred at weld between the head and the shaft. Microscopic review did not reveal any obvious defects in the welded area. Eval. This is an old trial and the general appearance of the trail is consistent with that of repeated use. Eval conclusion: the above observations are consistent with a weld failure cause by overload due to repeat use overtime.